Manufacturer narrative:
Result of investigation: the product does not return for investigation. The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an electrode blew up during use. Procedure completed successfully. New information received on (B)(6) 2025: pt reactive/moved during bladder resection. Surgeon stated small bladder perforation occurred. Surgeon waited longer for rocuronium to take effect and pt was still reactive 8 minutes and 40 seconds after roc was administered. Surgeon advised to reduce intensity on diathermy machine as a caution. Machine setting reduced to 2 and 2. Diathermy loop/electrode exploded inside pts bladder. After initial bladder perforation - surgeon stopped procedure, waited additional time for rocuronium to be effective. After loop failed - immediately exchanged loop (broken loop given to rep) assessed pt, reduced diathermy settings to 1/1. Diathermy loops from that batch have been removed from shelves and returned to company. Batch of rocuronium also subsequently removed from.